Event description:
Surgeon did a left side lcb infant on a 4y 8mo patient with about 15.8kg. The surgery was smooth with no complications. The postop until day 15 was normal. The day after they arrived in their hometown the patient started with pain on the left site, and they traveled back to sao paulo where dr. Morais found that the plate was broken.